Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10dec2018. The customer troubleshot with technical support and found 35 volts failed, backup alarm failed, blower stalled and auxiliary alarm supply failed error codes in the diagnostic logs. The customer was provided with part number for the motor control (mc) printed circuit board assembly (pcba) no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator generated several check vent alarms. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12dec2018. Date of manufacturer: 11dec2018. Additional information was received that the customer replaced the power management (pm) printed circuit board assembly (pcba) to address the issue.